Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot communicate) has been confirmed. Upon investigation the trunk cable was pulled from and broke the j702 connector on the distribution node pca. The cause for the failure was isolated to the j704 connector being pulled from the dn pca. The cause for the pulled connector was the pulled cable. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with the monitor.